Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation that the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. Receiver functional tester: passed. The receiver download was performed and did not show any data within the investigation window. The customer complaint confirmation was undetermined because there was no data within the investigation window. The reported event of initializing screen without manual restart was undetermined. A root cause could not be determined.